Manufacturer narrative:
Investigation could not be performed as insufficient information was obtained after several attempts.

Event description:
The patient underwent revision surgery bsso due to implant loosening and infection.